Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4). The device was implanted on (B)(6) 2022. On (B)(6)2022, the battery impedance was 0,23 kohm. The next follow up is scheduled on (B)(6) 2023. On (B)(6) 2023, the battery impedance was 1,08 kohms, the patient is not pacemaker-dependent. The battery curve has not reached the inflection point the next follow up is scheduled in 3 months.